Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was further reported that the reason for this surgery was due to recurring incontinence. The physician has not found the specific cause.